Manufacturer narrative:
D4: potential catalog codes: 1) 102-n251s3, 2) 102-n25105s3 , 3) 102-n251s3, 4) 102-n251s3 , 5) 102-n221s3, 6) 102-n25105s3, 7) 102-n221s3, & 8) 102-n23105s3. D4: potential lot #: 1) 220714d, 2) 230116d, 3) 230116d, 4) 230217e, 5) 230317c, 6) 230317c, 7) 230320d, & 8) 230124d. D4: potential expiration date: 1) 30-jun-2027, 2) 31-dec-2027, 3) 31-dec-2027, 4) 31-jan-2028, 5) 29-feb-2028, 6) 29-feb-2028, 7) 31-jan-2028, 8) 31-dec-2027. E3: occupation: mckesson sales rep g4: 510k: not available as per gudid h4: potential device manufacture date: 1) 14 jul 2022, 2) 16 jan 2023, 3) 16 jan 2023, 4) 17 feb 2023, 5) 17 mar 2023, 6) 17 mar 2023, 7) 20 mar 2023, & 8) 24 jan 2023. The actual sample is not available for evaluation therefore the details of the actual condition of the sample in unable to be determined. The retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. A total of thirteen (13) complaints were received from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and manufacturing process. The representative samples from the potential lots were subjected to simulation as per IFU. The safety needles were securely tightened to the syringe with a clockwise twisting motion until resistance was felt. The safety sheath was activated with a one-handed technique using the three methods: finger, thumb, and hard surface. An audible click was heard indicating successful safety activation. Result: the cannula is fully engaged under the lock (sheath tooth). No irregularity or bending of the cannula was encountered during and after sheath the root cause of the complaint could not be identified to be related to our production or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot and the retention samples met the required specifications. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. We advise you to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of mckesson sg3 safety needles in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that the involved product safety tops was faulty and the needle bended posing sticking risk.

Manufacturer narrative:
Catalog/lot #: potential code: 102-n181s3 / unknown UDI: no equivalent UDI for (B)(4). This report is being sent as follow-up no. 1 to provide additional information to section b5, to update section h11 with an additional product code and to provide additional investigation results. A total of ten (10) complaints were received from the previous two (2) fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product or manufacturing process. Simulation through manual sheath activation was conducted on the representative samples. An audible click was heard indicating successful safety activation. The needle is fully engaged under the lock (sheath tooth) and no irregularity or bending of the cannula during and after activation was encountered that may lead to the complaint. No retention sample and lot history file were checked since the complaint lot number is unknown.

Event description:
Additional information was received on 27 mar 2024: the method of activation used was hard surface activation. The safety needle activate successfully occasionally. The needle was bending while in the patient's muscle. The safety needle did not deactivate after activation which resulted in the bending of the needle. The part of the needle bending appears to be the cannula root.